Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant defect," "pain," and "lumps in the chest."

Event description:
Patient reported left side "implant defect," "pain," and "lumps in the chest." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photograph(s) for the device related to the reported was reviewed rupture, lump/nodule and pain on 28-sept-20. Visual analysis of the photographs two devices one broken and the other seems to be intact has red particles on the surface of the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported left side "implant defect," "pain," and "lumps in the chest." Device has been explanted.